Manufacturer narrative:
During the initial investigation of this event, the hosp personnel stated that they had removed the plex-strip for cleaning and re-installed it w/out siemens being notified; however, the strip was not as tight as it was from the initial install between the gantry covers. Responding to this specific service call on (B)(6) 2013, the siemens customer service engineer replaced and installed the plex-strip into a snug position. Siemens investigation of the reported incident is ongoing. A supplemental report will be submitted upon completion of this investigation.

Event description:
Siemens was notified on (B)(6) 2013 of a potential adverse event involving a patient's ventilator tube becoming caught in the gantry. Reportedly, while the patient was being placed into the bore/gantry for positioning prior to the scan, the patient's ventilator tube became caught on the plex-strip which was in between the front and rear gantry covers. The plexi-strip was pulled loose from its' place, and the patient's tube was pulled inside the gantry. The tube became caught between the collimator and the covers causing the gantry to stop spinning. The tube broke free from the patient and became lodged in the inner parts of the gantry. There was no injury ot the patient reported.